Manufacturer narrative:
The actual sample was returned for evaluation.  Reliability engineering evaluated the device.  The unit was evaluated and was found that the hand control doesn't work. Therefore, the reported condition was confirmed.  The assignable root cause was determined to be improper handling and use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during an unspecified surgery the motor device "stopped while engaging haptics". The reporter stated that "the haptic technology is used with the device to keep the surgeons from going out of position during a surgery by setting parameters at the start of the surgery and providing resistance if the surgeon goes out of the set parameters". There were no delays to the planned surgical procedure as a spare identical device was available for use. No patient harm, adverse outcome or injury was alleged. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.